Event description:
Pt complained that stent could not be flushed. Under fluoroscopic examination it became apparent that the nephroureteral stent had fractured at the point of the 5 fr stent, with 20 cm of the stent remaining in the pt.